Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
[Broken instrument] during distal reaming of the canal a 4.5 mm distal cutting reamer top broke off. After several attempts to remove the top of reamer, the patient retained the piece.

Manufacturer narrative:
Examination of the returned device confirms the report. A two year complaint database search was conducted on the provided product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.